Event description:
It was reported that the motor drive unit stops and restarts when any resistance is applied to the unit. There was no patient involvement and no adverse patient consequences occurred.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.